Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with low flow. A check of the diagnostics showed that with circulation pump command (cpc) was at 100 percentage, the inlet pressure was still -0.0 psi. Per additional information received via task on 03apr2025, per wo, customer stated they would order and replace the circulation pump locally.

Event description:
It was reported that the arctic sun device was having issues with low flow. A check of the diagnostics showed that with circulation pump command (cpc) was at 100 percentage, the inlet pressure was still -0.0 psi. Per additional information received via task on 03apr2025, per wo, customer stated they would order and replace the circulation pump locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. A check of the diagnostics showed that with circulation pump command (cpc) was at 100 percentage, the inlet pressure was still -0.0 psi. Dfmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item # s ra101. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.